Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare for therapy knob failures. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare for therapy knob failures. There was no reported patient involvement or harm reported.